Manufacturer narrative:
D10: (B)(6), 02-012-35-2009 - logic tibia ps mod insrt sz 2 9mm, (B)(6), 02-010-01-0220 - logic femoral ps cem left sz 2, (B)(6), 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. The product associated with the reported event is within the scope of recall 1038671-04/18/2024-002-r; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 91 months after a left total knee replacement procedure, the patient has experienced prosthesis wear and joint laxity. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted aseptic loosening cemented left knee prosthesis and polyethylene wear/failure. Intraoperative findings noted synovitis with pe particles. Significantly loose cemented ps femoral component. Subsided cemented tibial component. Worn pe patella component-well fixed. Medial cavitary distal femoral bone loss was noted. No significant tibial or patella bone loss was encountered. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
The revision reported may have been the result of prosthesis wear, femoral loosening, and tibial tray subsidence as stated in the operative notes. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The aseptic (non-infected) femoral loosening may have been the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions. The tibial tray subsidence may have been the result of poor bone quality, misalignment, a load transfer issue, or any combination of these possibilities. However, the reason for the reported prosthesis wear, femoral loosening, and tibial tray subsidence could not be confirmed as the devices were not returned for evaluation, and images/radiographs were unable to be obtained. H6: corrected investigation clinical codes.